Manufacturer narrative:
(B)(4): product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported that when the sensor is in use with the alarm, and weight is removed from the sensor pad the alarm does not sound. Customer tested the alarm with a different sensor and the alarm functions properly. There were no folds or creases detected on the sensor pad. The rj-11 clip is intact and fits properly when inserted into the alarm. There was no pt contact.